Manufacturer narrative:
The engineering evaluation noted that the revision reported was likely the result of loosened supporting ligaments, which led to dislocation.

Event description:
Revision due to dislocation.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to dislocation.